Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: connect; supracore, inflation: indeflator, guide cath: ber ii, sheath: 6fr. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, incorrect prep. Evaluation summary: the device was returned for analysis. The difficulty inflating the balloon was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the foxcross percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: to verify the integrity of the pta catheter, inflate and deflate the balloon and make sure all the air is eliminated, and there is no leakage through any of the different connections. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately calcified, distal lesion of the femoral artery, the foxcross balloon dilatation catheter (bdc) was prepared for use inside the anatomy and attempted to be inflated at 8-9 atmosphere (atm), however, the balloon did not inflate. It was noted on x-ray that the balloon was not inflated. A second device was used in the procedure with the same indeflator without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.